Event description:
First treatment. Patient complained of being cold one hour into treatment, 30 minutes later complained of shaking chills. Increased temp taken off hd bld returned temp post 101.4. Next treatment with this model - 23rd use, reacted with chills. Treatment discontinued. Hcp states "patient is ok" at present. Other devices: cobe machinedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.